Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. Error code e315 was displayed due to an electrical continuity error caused by water infiltration in the scope connector. In addition, the body control unit was leaking, the control body was stained, there was evidence of water infiltration, the adhesive on the bending section was damaged, the angle knob was loose, angulation was insufficient, the insertion tube is deformed, and the connector, control section, control body, universal cord, switch, and distal end were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code e315 (scope error) was displayed from the scope. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to failures of the imaging unit, failures of the internal circuit board of the scope connector, or failures of the video system center. Olympus will continue to monitor field performance for this device.